Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level displayed as "high"; however, specific value was not provided with ketones that a healthcare provider considered dangerous. Customer went to emergency room, received intravenous fluids and insulin, stayed less than one day, and was released same day with no injury or permanent damage reported. Customer used multiple daily injections as backup insulin therapy, and technical support arranged replacement pump.